Event description:
The hospital informed the penumbra representative that it was difficult to insert the filter into the pump. The metal fitting for the filter is stripped. The representative was unable to install the filter.

Manufacturer narrative:
Results: the filter attachment fitting on the pump has an unidentified plastic substance jammed in the first two threads. This prevents the filter from properly sealing at the pump input. When tested, a vacuum of -27.5 in hg was obtained from the pump which is within specification. A demonstration filter was not able to be screwed into the fitting. The system is non-functional. Conclusion: the damage noted in the complaint is confirmed. The material in the threads looks similar to filter plastic material left in the fitting when the filter has been over tightened during use.